Event description:
A female, underwent aaa repair in 2006. The procedure consisted of placement of a zenith main body graft, two zenith iliac leg grafts, and was conducted without reported incident. The main body landed a little low, but no leak was observed. In 2008, the pt underwent a secondary procedure. Due to aneurismal growth and a possible late leak, the physician decided to place a zenith main body extension. On the final angiogram after the placement, it was observed that the placement had resolved the leak. The current status of the pt is unk.

Manufacturer narrative:
Evaluation: still under investigation.